Manufacturer narrative:
(B)(4).

Event description:
One day following system implant, the incision site was bleeding. Further details were not reported. Additional info has been requested, but was not available as of the date of this report.